Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. The name of the device; any device identification(s) and control number(s) used (ref; lot); the availability of the affected product(s) (non-availability with a rationale); exact event date; explant date; surgical report; all available x-rays during time in- vivo with printed date; all available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with an unknown hip head implant on an unknown side. Subsequently, the patient underwent revision surgery on an unknown date due to instability and dislocation.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient was implanted with a zmr stem and a zimmer mom articulation on 2/11/2009 at eastern new mexico medical center and was revised due to instability. The cup was revised to a g7 device. No further product identification is available. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation compatibility: compatibility check could not be performed as product identification is unavailable. Conclusion summary neither a detailed event description, device identification, x-rays, operative notes, office visit notes, nor retrievals or photos of the retrievals were received; therefore the identification and the condition of the components is unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).